Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia. The reporter alleged the high blood glucose was caused by the infusion set due to an occlusion. The patient's blood glucose level was 27 mmol/l. The hospital treated the patient with insulin pens. The patient was hospitalized from (B)(6) 2015. The infusion set was requested to be returned for product evaluation.